Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited foreign objects on the distal end and universal cord had discoloration/ stain. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material may not have been removed because the subject device was not reprocessed properly due to leak at the bending section cover. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in "bf-190 series operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "bf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.